Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10may2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. There was an issue found with the heated filter. The fse restored the loose connection with the heated filter and the issue was resolved.

Event description:
It was reported that the unit had a tidal volume error. The device was in use at the time of the event; however, there was no patient harm.